Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Siemens determined that pre-analytical issues (specific sample characteristics, blood collection, transportation, and/or sample processing/handling in the laboratory) potentially contributed to the discordant results. Siemens specialists were previously dispatched to the customer's site to evaluate and discuss pre-analytical handling conditions with the customer. The reagent is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated prothrombin time (pt) and prothrombin time international normalized ratio (inr) result, as well as a discordant, falsely low prothrombin time percent (pt%) result were obtained on a patient sample on a sysmex cs-5100 system (serial number: (B)(4)) using thromborel s reagent. Prior to obtaining the discordant results, the sample was run for inr using dade innovin reagent on two different sysmex cs-5100 systems (serial numbers: (B)(4)) but the systems did not yield numeric results and generated no coagulation errors. After the initial discordant results were obtained using thromborel s reagent, the sample was repeated for inr on sysmex cs-5100 system (serial number: (B)(4)) using dade innovin reagent but the system did not yield numeric results and generated no coagulation errors. The sample was then repeated for pt, inr, and pt% on sysmex cs-5100 system (serial number: (B)(4)) using thromborel s reagent. The pt and inr recovered falsely high, and the pt% recovered falsely low. None of the discordant results were reported to the physician(s). The following day, a new sample from the same patient was run was for pt, inr, and pt% on sysmex cs-5100 system (serial number: (B)(4)) using dade innovin reagent. The pt and inr recovered lower and the pt% recovered higher. This inr result was reported, as the correct result, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated prothrombin time (pt) and prothrombin time international normalized ratio (inr) results or the discordant, falsely low prothrombin time percent (pt%) results.